Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed. The handpiece was not working. The motor cable assembly was faulty, the thumb wheel was jammed and the console showed handpiece error. The device failed the hi-pot test. The handpiece was cleaned and sterilized. The motor cable assembly and mandatory parts were replaced. Post repair temperature: gear (99 f max) at 94.9 f, motor (99 f max) at 94.9 f and bearing (98 f max) 92.6 f. The device was successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the motor of the handpiece had a heating issue prior to the procedure. There was no patient involvement.